Event description:
Reporter had one freestyle libre 3 device from abbott show inaccurate readings. It was alarming low-level readings. She cross checked with a finger stick, which actually showed her levels to be about 40 points higher than her device. Reporter replaced her device with her another freestyle libre 3 device from abbott, but now has received letter in the mail saying her device is amongst those recalled. Pt code: 4582. Device codes: 1535, 2460, 1420. Ref report: mw5180361.